Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the right internal carotid artery terminal aneurysm ruptured. 6f-105navien was used with rebar27 and solitaireab6-30. After the microcatheter was in place, the stent was very difficult to push into the distal section of the rebar27 microcatheter. The surgeon removed the stent and flushed it again. It was still difficult to push out the microcatheter again. To ensure the safety of the operation, it was replaced with a new 6-30 stent and deployed again. The stent was successfully opened and the operation was over. It was unknown if the vessel was tortuous. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a saccular, ruptured right internal carotid artery terminal aneurysm. Patient's vessel tortuosity was normal. Additional information was received reporting that the patient was being treated for aneurysm embolization. The statement of "the right internal carotid artery terminal aneurysm ruptured." Was clarified stating it was a symptom experienced during the surgery. No patient symptoms or further complications were reported as a result of this event. A continuous saline flush administered and maintained as indicated in the IFU.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the patient underwent surgery due to aneurysm bleeding, the rupture was not a symptom developed during the procedure. MDR decisions corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.